Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-product analysis: the device was returned and evaluated by product analysis on 08/07/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed an unconfirmed unrelated alarm for 4 hours caused the battery to deplete, causing an intermittent power issue. The battery compartment was undamaged and free of moisture. The battery cap contact dimensions were within specification. The battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, the bolus button cover was damaged. The bolus button responded appropriately.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.